Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02307. Related manufacturer reference number: 3006705815-2019-02308. It was reported one of the patient's leads has invalid impedances. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02307. Related manufacturer reference number: 3006705815-2019-02308. Further follow-up indicates one of the leads was explanted and replaced. Issue resolved.

Event description:
Related manufacturer reference number: 3006705815-2019-02307. Related manufacturer reference number: 3006705815-2019-02308. Further follow-up indicates the patient had the migrated lead revised on (B)(6) 2019. Effective therapy restored postoperatively.